Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams monarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent delnorme procedure and monarc sling placement. It was reported that patient underwent cystourethroscopy on (B)(6) 2014 for urgency, frequency and history of previous mus sling. Patient had robotic assisted laparoscopic excision of sacral-colpopexy mesh, lysis of adhesions, enterolysis, evacuation of abscess cavity, retroperitoneal dissection, exposure of right ureter, cystoscopy and vaginal cuff closure on (B)(6) 2014 for sacro-colpopexy mesh erosion, pelvic abscess with mrsa bacterial growth, incomplete bladder emptying and pop. Patient had left open partial neprectomy and left nephropexy on (B)(6) 2013 for a left renal mass. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge. It was reported that the patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 due to uterine prolapse, cystocele, urine stress incontinence, rectocele and rectal incontinence and mesh was implanted with concurrent laparoscopic asc and lavh/bso. It was also reported that following insertion the patient experienced erosion, extrusion (unknown), infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems (unknown), vaginal scarring and other unspecified issues. It was further reported that patient underwent posterior colporrhaphy with xenograft, enterocele reduction, rectal sphincteroplasty, perineorrhaphy, cystoscopy on (B)(6) 2007. Additionally, it was reported that patient underwent an exam under anesthesia, removal of eroded abdominal sacrocolpopexy mesh through the cervical os and cystoscopy for mesh erosion and bleeding on (B)(6) 2011. No additional information was provided. (B)(4).